Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad, as treatment of the target lesion. An other brand stent was implanted, overlapping, as treatment of complication / dissection / bailout. Another endeavor sprint rx drug-eluting stent was implanted, overlapping, as treatment of the target lesion. Pt was asymptomatic / free of symptoms at 6 week follow up, 7 month follow up and 12 month follow up.